Event description:
Reporter calling, stating she has been using the freestyle libre 3 system for "eight or nine months now". Reporter states that her last two freestyle libre 3 sensors in a row have fallen off her arm "within 15 minutes" of her going outside. Reporter states she believes the sensors are not sticky enough to stay attached to her arm in a hot and humid weather environment for their full fourteen days of use. Reporter states she still has the boxes that her sensors came in. Reporter states she contacted her pharmacy to obtain replacements however states her pharmacy refused to replace them. Reporter states she receives her replacements via mail-order from her pharmacy. Reporter states she will follow-up with her physician's office regarding this issue to try to obtain replacement products. Reference report: mw5158003.